Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq3983 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the package of a vascular sheath was opened and the guidewire was found kinked. Device was not used on a patient.